Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable was replaced during the service call.

Event description:
The customer reported that the 9900 system had a communication error and the generator would not work. No patient injury was reported.